Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tray arm is broken and illumination ports 3 and 4 are not working. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate if he was able to replicate any issue with the auxiliary illuminator or the tray arm. However, the tray arm was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 9, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. A tray arm was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformities. The tray arm was then connected to a system for functional testing. The tray arm was moved throughout the range of travel according to the instructions and in certain positions was found to stick. The skin on the shoulder of the tray arm was removed and the set screws in the link actuators were tightened. The tray arm was again moved through the range of motion without issue. The system was found to meet relevant specifications. Therefore, the root cause of the reported ¿ports 3 and 4 not working¿ cannot be determined conclusively. The root cause of the reported ¿tray arm¿ issue can be attributed to a loose, set, screws in the link actuator. However, how or when theses screws became loose cannot be determined conclusively. (B)(4).